Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg rubbing on the bone. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg rubbing on the bone. The patient will undergo an ipg revision procedure.